Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate and a cartridge alarm occurred. It was also reported that a minimum fill notification occurred with multiple cartridges during the load sequence. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.